Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 12/02/2011, 01/04/2012, and 01/06/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. Additional info was received from the surgeon which suggested that the cause of the spherical component of the unexpected outcome was due to formulation error and a flattening of the keratometry readings postoperatively as compared to preoperatively. The unexpected residual cylinder has not yet been explained. Additional info has been requested.